Event description:
Surgeon had selected allograft with an anterior leaflet height of 28mm according to data sheet. Pt's echocardiogram measurement was 27-28mm. Allograft appeared smaller than documented upon initial examination. Surgeon measured 26mm at most. Valve was successfully implanted.